Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 4 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed; the cause traced to component failure. Evaluation results: 2 devices were found to be affected by internal corrosion and a broken cutting accessory. 1 device was found to be affected by shattered bearings and a broken cutting accessory. 1 device was found to be affected by a fractured foot. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a broken foot or a broken cutting accessory still attached. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record.   Product return status 5 devices were received. 1 device was not available for evaluation.   Event confirmation status 5 reported events were confirmed. Evaluation results 2 devices were found to be affected by a deformation problem. 2 devices were found to be affected by internal component corrosion. 1 device was found to be affected by a fractured internal component.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a broken foot or a broken cutting accessory still attached. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.